Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted on the patient who was found at home with their driveline disconnected. The patient was found connected to the mobile power unit (mpu), but the mpu log files did not register power connection from mpu. The medical team was able to view pictures of the patient's home provided by the medical examiner's office. Images taken at the scene showed that the mpu was connected to the system controller and the alternating current (ac) plug was connected to a surge protector that had an active power light, but the mpu did not have an illuminated power light. The mpu was later plugged in, with the green power light illuminated and it appropriately supplied power to a system controller without a pump. It was possible but unconfirmed that the surge protector power strip was not supplying power to the mpu. The only alarms occurring on (B)(6) 2024 and prior to the driveline disconnect were power cable disconnects. The patient was operating on battery power prior to the power cable disconnects and driveline disconnect. When the black and white leads were disconnected, the batteries were at 3 bars of capacity and the emergency backup battery (ebb) started operating the system. The ebb operated the system until the driveline was disconnected and pump stopped. The ebb eventually was drained causing the clock to reset to the default time stamp of 1jan2000. The second set of log files showed that the backup system controller ((B)(4)) was never connected to the pump. The patient had one power lead attached to the mpu from both their primary and backup system controller. The driveline appeared to have been attempted to be inserted into the backup controller, but the connection was not made. The patient passed away on (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the primary system controller being exchanged was confirmed via the provided log file. The log file captured the patient¿s power cables being disconnected from external power on (B)(6) 2024, followed by their driveline being disconnected from their system controller on (B)(6) 2024 at 21:18:09. A reason for the controller¿s exchange was unable to be determined, as the system was operating as intended with no active alarms prior to both power cables being disconnected. The driveline was not reconnected to the controller throughout the remainder of the data. The system controller (serial number (B)(6)) was not returned for analysis. The root cause of what prompted the controller¿s exchange was unable to be conclusively determined through this analysis, and the controller was not correlated to any device issues. Patients are instructed to not perform a controller exchange without the aid of a trained, competent caregiver. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.